Event description:
A consumer reported seeing an informational power on reset (por) message and therapy had stopped. The por message was not related to an overdischarge event. The patient programmer (pp) was used to clear the por and therapy was turned back on. Following this therapy was adequate and the issue was resolved. On (B)(6) the manufacturer's representative (rep) called back and stated the clinician programmer was displaying a por 0x400 message, and thought the por code was seen after the consumer was outside during a lightning storm. The clinician programmer was used to clear the por.

Event description:
Additional information received from the manufacturer's representative (rep) reported the cause of the parity error code wasn't determined, but the consumer speculated it was due to being in close proximity to a lightning storm in the summer of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.